Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test and rewind test. Motor error alarmed during basic occlusion test and prime alarmed during prime test, due to loose and slanted drive support disk noted. No moisture damaged noted on electronic assembly or on motor during visual inspection. No belt clip received. Insulin pump had a cracked belt clip slot noted, minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.

Event description:
Customer reported an alarm for a loose drive support cap while changing the set. The blood glucose reading was 273 mg/dl. Customer treated with manual injection. He stated that the insulin pump had been exposed to moisture two to three months prior to the issue. He stated that the drive support cap appeared normal. Nothing further was reported.